Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer was unable to provide the bg value; however, reported that the bg meter displayed a low reading. During one occasion, the customer received sugar from the paramedics due to being unconscious. Reportedly, the contact alleged that the cause of the low bg levels were due to delivering boluses along with manual injections. Recommendation was made to consult with health care provider regarding diabetes management.